Manufacturer narrative:
This is a supplemental report to report #1218950-2017-05654. The FDA registration number initially submitted was incorrect.

Event description:
The customer reported the device did not audibly alarm when a post timer/24v reference failure occurred. There was no patient involvement.